Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient experienced an unspecified capture issue. The device remained implanted. No patient symptoms were reported. Date of implant is unknown at this time.